Event description:
See initial report.

Manufacturer narrative:
H.10: the device model number and serial number have been added to the dedicated section and the h.4 section has been updated accordingly.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Through follow-up communication livanova (B)(4) learned that at the very beginning the pump was alarming. The user wanted to re-start the pump by pushing the power button but this was unsuccessful. A power button malfunction was confirmed by the service engineer. He replaced the part and the problem could be solved. Moreover, livanova learned that the procedure was successfully completed with no patient impact. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during a procedure the main pump on a s5 system was turned off by mistake and it could not be restarted by pushing the power button. The user hand cranked the pump until the power supply came back to normal. The main pump remained in the state of no power for about 3 minutes. There was no report of patient injury.